Event description:
It was reported that a long transparent particle was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received for d9, h3, h4, h6, and h10. H10: the actual sample and two photographs were provided for evaluation. A visual inspection of the actual sample with the naked eye and with magnification did not identify any abnormalities that could have contributed to the reported condition. No particulate matter (pm) could be observed in the fluid pathway. The fill port connector cap was removed and no issue was observed. However, a visual inspection of the photograph observed a white polymeric appearing particle in the fluid pathway of the device. Therefore, the reported condition was verified in the photograph only and not verified during the evaluation of the actual sample; the pm, in time, could have gone back into solution possibly due to shipping vibration or some chemical reaction from the solution. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.